Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the archive data review. The root cause of the ua07 error was the defective load cells. The broken top cover and defective load cells were likely attributed to mishandling such as a drop. During visual inspection, the top cover was observed to be chipped at multiple locations, and it was damaged with broken screw fittings. Also, it was noted that the load plate cover was defected with a hole, affecting the watertight seal. In addition, the head restraint wires were broken off and completely detached from the top cover. The observed physical damages were unrelated to the reported complaint and appeared to the characteristics of harsh impact as a result of user mishandling. The top cover will be replaced to address the issues. A review of the archive data was performed and showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. Unable to perform functional testing due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed both load cell modules were over reported (defective), and they need to be replaced to remedy the fault. Unrelated to the reported complaint, front and bottom enclosures were removed, and fluid ingress was found inside the autopulse platform, attributed to user mishandling. The contamination had formed corrosion on the top cover metalized inner surface. No documented report was found showing that regular preventative maintenance (pm) was performed for the autopulse platform. The top cover will be replaced, and the autopulse platform will be bio-cleaned to address the issue. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of sticky clutch was not severe enough to make the platform non-functional. The autopulse platform is a reusable device and was manufactured in march 2014 and has exceeded its expected service life of 5 years. The sticky clutch plate should be deburred to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.